Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (blake drain) involved caused and/or contributed to the post-, operative complications (post-operative pancreatic fistula, biochemical leak, surgical site infection, organ-space ssi) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (blake drain) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (post-operative pancreatic fistula, biochemical leak, surgical site infection, organ-space ssi). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of gastrointestinal surgery https://doi.org/10.1007/s11605-020-04613-7 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: should drains suck? A propensity score analysis of closed-suction versus closed-gravity drainage after pancreatectomy authors: lyonell b. Kone & vijay k. Maker & mihaela banulescu & ajay v. Maker citation: journal of gastrointestinal surgery https://doi.org/10.1007/s11605-020-04613-7. . The authors hypothesized that closed-drain type, either closed gravity drainage or closed suction, may impact the grade of post-operative pancreatic fistula (popf) and post-operative outcomes. The authors analyzed the most recent data available from a large pancreatectomy specific us database that for the first time captured closed drain type as a variable. This retrospective cohort analysis involving 9232 patients compared closed-suction to closed-gravity drains. All demographic, perioperative, operative, and clinical variables were collected from the 2016- to 2017-targeted pancreatectomy database. Of those 9232 patients, 6159 patients underwent whipple-type pancreatectomy in which 931 patients (male 481; age (iqr); 67 (58-73); bmi (iqr): 26(23-30)) used gravity drain and 5228 patients (male: 2843; age (iqr): 66 (58-73); bmi (iqr) 27 (23-31)) used suction drain; and 3073 patients underwent distal pancreatectomy in which 414 patients (male:184; age (iqr): 64 (52-71); bmi (iqr): 28(24-32)) used gravity drain and 2659 patients (male:1204; age (iqr): 63 (53-71); bmi(iqr): 28 (25-32)) used suction drains. A closed drain is usually placed through a small ¿stab¿ incision only as large as the drain. Example of commonly employed closed drains is blake drains. Drains were considered on suction when they were connected to a bulb with negative pressure or when connected to a wall suction system. They were otherwise considered to gravity. Reported complications during whipple-type pancreatectomy using gravity drain included all-type post-operative pancreatic fistula (popf) (n-?) Including biochemical leak (type a) (n-?) And clinically relevant (cr)-popf (typeb/c) (n-?), superficial surgical site infection (n-?), and organ-space ssi (n-?). Reported complications during whipple-type pancreatectomy using suction drain included all-type post-operative pancreatic fistula (popf) (n-?) Including biochemical leak (type a) (n-?) And clinically relevant (cr)-popf (typeb/c) (n-?), superficial surgical site infection (n-?), and organ-space ssi (n-?). Reported complications during distal pancreatectomy using gravity drain included all-type post-operative pancreatic fistula (popf) (n-?) Including biochemical leak (type a) (n-?) And clinically relevant (cr)-popf (typeb/c) (n-?), superficial surgical site infection (n-?), and organ-space ssi (n-?). Reported complications during distal pancreatectomy using suction drain included all-type post-operative pancreatic fistula (popf) (n-?) Including biochemical leak (type a) (n-?) And clinically relevant (cr)-popf (typeb/c) (n-?), superficial surgical site infection (n-?), and organ-space ssi (n-?). The authors demonstrated that no significant difference in rates of cr-popf between closed-suction and closed-gravity drains. Similarly, drainage type was not associated with differences in drain amylase level, time to drain removal, or superficial and organ-space surgical site infection. Therefore, if a closed drain is left after pancreaticoduodenectomy or distal pancreatectomy, either closed-suction or passive drainage appear to be reasonable choices with similar outcomes.